Manufacturer narrative:
The reported complaint that "the theromogard ivtm system (sn (B)(4) displayed mid:14 (bg power supply) error message" was confirmed during the event log review but not confirmed during functional testing. The root cause of the mid:14 error was due to a damaged 10a power input module, possibly due to mishandling during plugging in and removing the ac power cord from the power input module. Upon visual inspection, a piece of power supply module bracket was broken, thus confirming the reported complaint. This type of physical damaged was likely attributed to mishandling. The power supply module was replaced to address this damaged part. The thermogard system event log data was reviewed and revealed mid:14 (bg power supply) error, confirming the reported complaint. Also, unrelated to the reported complaint, mid:16 (software related) error occurred. These errors likely attributed to the damaged 10a power input module. The ivtm thermogard console passed functional testing without any fault or error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4)..

Event description:
The customer reported that the theromogard ivtm system (sn (B)(4) displayed mid:14 (bg power supply) error message, and that a piece of power supply module bracket is broken. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.